Manufacturer narrative:
After further review of additional information received. (H3) as reported, approximately 2.5 yrs postop the initial ltka, the 63 y/o female patient presented with complaints of pain since surgery. The patient stated, ¿knee feels like it is going to give away¿, and she uses a walker as a result. Revision completed. Patient discharged home with home health after 1 day. Devices will not return due to study policy. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated limb. The most likely cause of the reported event is patient¿s conditions.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-65-2015), tibial tray (cat# 02-012-45-2020), tibial stem extension (cat# 02-012-60-1440), and patellar (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 yrs postop the initial ltka, the (B)(6) y/o female patient presented with complaints of pain since surgery. The patient stated, ¿knee feels like it is going to give away¿, and she uses a walker as a result. Revision completed. Patient discharged home with home health after 1 day. Devices will not return due to study policy.